Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The instruments were returned with the distal ends of the channel covers cracked. Two scissored clips were received. Functionally; the instruments were first test fired once in air so that the clip formation could be observed. The remaining clips were fired on test media with proper formation. The jaws and handles moved smoothly through their firing cycles and returned to the open positions. Each remaining clip loaded properly in the jaws. When the cartridges were empty, the interlocks engaged and prevented the jaws from approximating. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the scissored clip and cover damage conditions may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during deep inferior epigastric perforators flap breast reconstruction, clips were malformed and had issues experienced with the loading or firing of the clips. New clip was used to complete the case. There was no injury caused to the patient and no medical intervention was required.